Manufacturer narrative:
No device was returned for evaluation and no photographs were provided. Attempts to obtain additional information and clarification of the event were not successful. Insufficient information was provided to confirm the device is a medcomp product. No investigation is possible. If sufficient information is provided later the complaint will be reopened and investigated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
PICC catheter has a hole and leakage near purple port site.